Event description:
It was reported that the insulin pump alarmed unexpected restart and shuts down. Customer's blood glucose was 6.7 mmol/l. Troubleshooting was done. It was also mentioned customer's blood glucose was 8.6 mmol/l. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The unit passed the self test, error test and displacement tests. No unexpected alarms were noted. The pump was received with minor scratches on the lcd window, a cracked belt clip slot, and a corroded battery tube.